Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 80 ml of solution. The reported condition of tangled coiled tubing being stuck between the housing and the volume indicator was confirmed. There are two possible root causes associated with this condition: the first is an incorrect number of coiled tube turns and the second is an incorrect filling technique. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor had tangled coiled tubing after filling. The tubing was stuck between the housing and the volume indicator. The device was filled with an 80 ml solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.